Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what were the indications for surgery? Rectum karzinom what surgical procedure was being performed? Lap. Rectum what healthcare professional fired the device and what is his/her experience with the device? Very experienced. Uses the cdh for years without problems where in the green gap setting scale was the indicator located prior to firing? Indicator was placed in the middle did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? No were the donuts inspected? If so, please describe. Yes, they were complete was a complete washer transection confirmed? Unknown what is the current patient status? Is in intensive care further information was requested and the following was obtained: can you please provide an update on patient status? Patient was transferred to normal hospital ward.

Event description:
It was reported that during an unknown procedure, stapler did not trigger correctly. Seam was incomplete. Op has to be revised and and it had to be created an artificial intestinal exit.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2018. Batch # r5815c. The analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.